Event description:
It was reported that dislodgment of atrial lead was noted. No changes or interventions were reported. The patient condition was stable.

Event description:
New information received indicates that the ra lead was repositioned (B)(6) 2025.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received indicates that the dislodgement of ra lead was due to twiddler's syndrome. X-ray was performed and confirmed the dislodgment of the ra lead. The ra lead was repositioned.